Manufacturer narrative:
The reported event of clavicular crush damage was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage consistent with that occurring at the time of explant.

Event description:
It was reported that clavicular crush damage was observed on the right atrial (ra) lead so it was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.